Event description:
It was reported the patient wants her system removed. She stated she had not used her system in over two years due to lack of pain relief. She reported she had not charged her ipg during that time and attempts to communicate with the ipg were unsuccessful. Surgical intervention will likely be undertaken to address the issue.

Manufacturer narrative:
Correction/removal reporting #: 1627487-07262012-002-r. This ipg serial number was included in field advisories. Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.